Event description:
Hcp reported patient presented with signs of an infection of the device pocket. These include pain, incisional wound opening, pocket erosion, and bleeding. Cultures of the device pocket and lumbar region were obtained. Coagulase-negative staphylococcus and sensitivities. Patient does not have meningitis. The patient was treated with IV antibiotics and total device system explant. The device was not returned to the manufacturer for analysis. Hcp reported infection resolved.